Event description:
It was reported that during a gastric surgical procedure using the da vinci s surgical system, the cable on the large needle driver instrument broke. There were no missing or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that one grip close cable is derailed at the distal idler pulley. The grips can still open and close; however, movement may not be precise. There was no damage to the distal idler pulley. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.